Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported stent fracture appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The 2.75 x 38 mm xience xpedition stent that was referenced is being filed under a separate medwatch report #.

Event description:
It was reported that on (B)(6) 2019 two xience xpedition stents, sizes 2.75 x 38 and 2.5 x 38 mm, were implanted in the chronic total occlusion in the left anterior descending (lad) coronary artery; one was implanted in the proximal to mid lad, the other was implanted in the distal lad. On (B)(6) 2019 the patient had chest pain and was found to have a non st elevation myocardial infarction. There was in-stent restenosis in the proximal to mid lad. This was treated with a non-abbott drug eluting stent. In the distal lad, the stent was fractured. The distal stent was located in an area with a large amount of movement because it is at a bend. The distal stent was patent and did not require any treatment. The patient condition resolved and the patient was discharged home on (B)(6) 2019. No additional information was provided.